Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuffed tracheostomy was in situ in a child, external cuff noted to be missing from end of the extension, previously present. Breakage of tube, potential resulting in an unsafe airway. Tube immediately changed. There was patient involvement. It was stated that this was an isolated incident that had no health consequences or impact.

Manufacturer narrative:
One used device was received for evaluation. A testing inspection was done, and the reported issue was confirmed. The investigation showed the device was missing the pilot balloon and the end of the line was damaged. The damage happened after the product left the facility due to an unknown cause. Also, no problems were reported during the pre-inspection of the product before it was used on the patient. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this report no product or photos were received at the investigation site, therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.